Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the cause of death was ventricular arrhythmia. Caller stated that the customer blood glucose was dropping to 30 or 40 mg/dl during the week and she found him on the floor due to low blood glucose. Caller stated that the customer's last blood glucose reading recorded in the meter was 157 mg/dl the day of his death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip and cracked case near reservoir window noted during visual inspection.